Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient's mother that the patient was experiencing nausea, tiredness and was feeling hot even though they did not have a fever. They took the patient to the emergency room to be safe. The patient had a blood glucose (bg) level of over 250 mg/dl. The patient was diagnosed with hyperglycemia and was treated by being administered insulin and fluids through intravenous therapy. Patient was released after 1 day.